Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with "lo" results with black chemistry noted. Test strips demonstrating black chemistry is an indication of improper storage. Most likely underlying root cause of malfunction noted in the complaint: improper storage. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/09/2015).

Event description:
Consumer complaint of e-5 error. Customer feels well and does not require medical attention. Customer states e-5 error appears after sample is applied. Customer was unable to perform blood test. Verified the strips expire 08/23/2016, unable to confirm the open date or storage of the strips. No adverse event reported.